Event description:
A septic pt in the ICU was undergoing crrt on a prismaflex with a prismaflex m150 set. The nurse called to discuss strategies to extend the filter life on a pt who was septic and not receiving anticoagulation. The nurse reported the pt had gone through four filters within 24 hours and she was unable to confirm whether or not the pt sustained a blood loss as a result of the filters clotting. The pt was transfused with a unit of blood the following day.